Event description:
It was reported that the elective replacement indicator (eri) was missed and the pump was at an end-of-service (eos) status. The pump had been at eos since (B)(6) 2012. A tube set message was also reported. The patient was last seen in spring of 2012. The pump was alarming, but hadn't been alarming for 3 months. The patient had been hearing the alarm for about four weeks. The drug being used in the pump was lioresal or gablofen. It was noted the patient had been on an extremely low dose. The patient was a little tighter than normal, but was doing fine and there were no therapy issues as of (B)(6) 2012. The patient was scheduled to be seen (B)(6) 2013. It was unclear if the pump was going to be replaced at that time. The patient was going to be prescribed oral baclofen. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the pump had turned itself off and was off at the time of report. The patient had not experienced change in clinical condition and no hospitalization was required. It was noted that pump removal was being considered. The drug used in this system was lioresal.

Manufacturer narrative:
Product ID 8709, lot# j10910r52, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).